Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and would not charge despite multiple attempts. With all the available information, boston scientific concludes the reported event was confirmed. The investigation revealed that there was a circuit damage. Typically, this type of damage is caused by an external high voltage or high current transient sources. The probable cause is due to unintended use error which caused or contributed to event.

Event description:
It was reported that following the patients previous revision procedure (MFR 3006630150-2024-02136) the patient was experiencing inadequate pain relief. It was also noticed that the ipg was not working as intended. It was revealed through xray that the patients lead had migrated and that a heavy scar tissue was impeding the stimulation. The patient underwent a revision procedure wherein the ipg was replaced, and the lead was revised. The patient was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that following the patients previous revision procedure (MFR 3006630150-2024-02136) the patient was experiencing inadequate pain relief. It was also noticed that the ipg was not working as intended. It was revealed through xray that the patients lead had migrated and that a heavy scar tissue was impeding the stimulation. The patient underwent a revision procedure wherein the ipg was replaced, and the lead was revised. The patient was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7073120.